Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's programmer was not powering on. New batteries were tried but the issue was not resolved. In addition, the patient reported sciatica and back pain. The patient reported that the stimulation won't power on and has tried brand new batteries, which didn't resolve the issue. It was noted that the programmer hasn't worked for about 6 months but the patient could at least turn the stimulation on and off with the recharger. With the weather change to about 90 degrees, the patient's sciatica and back pain are starting to hurt more and the patient needs to turn it up. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's programmer was not powering on. New batteries were tried but the issue was not resolved. In addition, the patient reported sciatica and back pain. The patient reported that the stimulation won't power on and has tried brand new batteries, which didn't resolve the issue. It was noted that the programmer hasn't worked for about 6 months but the patient could at least turn the stimulation on and off with the recharger. With the weather change to about 90 degrees, the patient's sciatica and back pain are